Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on 01-aug-2024 one infusion set tubing came apart and infusion set is used for 1 day. No further information available.